Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4. A mitraclip xtw (40619a1007) was inserted and deployed on the mitral valve. However, post deployment, it was observed that the anterior leaflet was perforated. A second mitraclip xtw (40724a1011) was then inserted and deployed on the mitral valve. However, post deployment of the second clip, it was observed that the posterior leaflet was perforated. The procedure was completed with two clips implanted. Both clips were noted to be attached to both leaflets and stable on the leaflets. The mr remained at a grade of 4. Post procedure, on an unknown date, the patient died. It was noted that post procedure, the patient had been proposed for surgical intervention. However, the patient did not undergo surgical intervention, and the patient died. The patient had a pre-existing condition of heart failure, which could have caused or contributed to the patient death. However, the cause of death is unknown.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the cause of the reported death and perforation were unable to be determined. The reported patient effects of tissue injury and death, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.